Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after at least seven days of intra-aortic balloon (iab) therapy, the console generated autofill failure and leak in iab circuit alarms continuously. Insertion was noted to be femoral and there was no visible blood in the helium tubing. The console had been in standby for 25 minutes at this point. The customer was quickly advised to drop the augmentation several bars and press the iab fill key. When this did not work, the customer was advised to log roll the patient, and insure their leg was straight. Fill attempts were made several more times with the failure message and leak alarms present. The customer reported that the patient had been very restless all night and they have had to advance the catheter several times. Due to the time in standby and inability to resume pumping, the customer was advised that the iab should be removed and/or replaced. Physician was at the bedside. Heparin was running and they have now stopped that. Since the console had now been in standby for more than 30 minutes, the customer was advised to not resume pumping. The iab was replaced with a new one and the console was swapped out for a different one. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after at least seven days of intra-aortic balloon (iab) therapy, the console generated autofill failure and leak in iab circuit alarms continuously. Insertion was noted to be femoral and there was no visible blood in the helium tubing. The console had been in standby for 25 minutes at this point. The customer was quickly advised to drop the augmentation several bars and press the iab fill key. When this did not work, the customer was advised to log roll the patient, and insure their leg was straight. Fill attempts were made several more times with the failure message and leak alarms present. The customer reported that the patient had been very restless all night and they have had to advance the catheter several times. Due to the time in standby and inability to resume pumping, the customer was advised that the iab should be removed and/or replaced. Physician was at the bedside. Heparin was running and they have now stopped that. Since the console had now been in standby for more than 30 minutes, the customer was advised to not resume pumping. The iab was replaced with a new one and the console was swapped out for a different one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-20 through jan-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).